Event description:
It was reported that during post-operative monitoring following a scheduled deep brain stimulation procedure, therapy was activated, and upon awakening from sedation, the patient exhibited arm rigidity and signs of distress. The physician discontinued dbs therapy; however, the patients condition remained unchanged, necessitating continued hospitalization for observation. The physician assessed that the patients symptoms were not related to the device, stimulation, or procedure; however, the underlying cause was not identified, and it was not disclosed whether any medical treatment was administered. The patients symptoms subsided, dbs therapy was reactivated, and discharge was planned. The patient is doing fine now.